Manufacturer narrative:
Other, other text: one device was visually inspected and found to be exhibiting occlusion. The sample was tested for water leaks where it was found to be occluded as well. The root cause was traced to manufacturing. An awareness meeting was held to correct the issue.

Event description:
Information was received indicating that a smiths medical extension set would not flush during preparation. The end seemed to be obstructed. There were no reported adverse events.